Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluation produced lo results and black chemistry observed. Most likely underlying root cause of malfunction: test strips exposed to high humidity resulting in black chemistry.

Event description:
E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention was not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is not verified. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced low readings. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. No further investigation required.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is not verified. Adverse event not reported.